Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of blood results reading "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 300-350mg/dl fasting. Verified the strips expire on 05/14/2015 and has been storing the strips in the kitchen. Reviewed meter memory: hi (B)(6) 2015 12:35:00 pm fasting: yes; hi (B)(6) 2015 12:34:00 pm fasting: yes; hi (B)(6) 2015 12:33:00 pm fasting: yes; 293mg/dl (B)(6) 2015 11:09:00 pm fasting: yes; 131mg/dl (B)(6) 2015 01:59:00 am fasting: yes. Customers concern: with hi (B)(6) 2015 12:35pm. Adverse event not reported.